Manufacturer narrative:
(B)(4). All available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak during preparation. It was reported that during preparation of the sgc, the hemostatic valve was noted to be leaking; therefore, it was not used in the anatomy and was replaced. A new sgc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.